Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).

Event description:
It was reported that when connected to a patient, the ventilator alarmed for high o2 concentration and higher volume compared to set value was delivered. There was no patient harm. (B)(4).

Manufacturer narrative:
The ventilator was investigated on site and the o2 gas module and the air gas module were replaced and returned for investigation. The o2 gas module and the air gas modules regulate the inspiratory gas flow to the patient. The reported alarm for high o2-concentration was not reproduced during test of the returned o2 gas module and air gas module in a reference ventilator. No alarms were generated during ventilation, nor any deviation during tests in the production test system. The device logs are confirming the reported event. The reported problem could not be reproduced, therefore the cause could not be determined in this investigation. (B)(4). Ref. Exemption #: e2018003. (B)(4).

Event description:
(B)(4).